Event description:
Upon predilatation of the carotid artery (off label use), a pinhole in the distal part of the balloon was detected. The air in the shaft was flashed through the pinhole up to the brain. The pt showed an immediate major problem (stroke, hyperfusion and seizure) and required mechanical ventilation for several days. The physician was able to finish the case by stenting the carotid artery. The pt is doing better now, yet the neurological symptoms are not fully resolved.